Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The proximal conductor was not obstructed by blood. The distal conductor was not obstructed by blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead dislodged twice as the physician was preparing to slit the catheter. The lead was not implant and was replaced with a new one. No patient complications have been reported as a result of this event.